Manufacturer narrative:
A reprocessing in-service and observation at the hospital was completed by an olympus representative on february 16, 2023. During the in-service, the customer was not precleaning the scope and they did not brush the balloon channel during manual cleaning. The representative recommended following all reprocessing procedure documented in the manuals. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
An olympus representative reported that the customer reprocessed the evis exera ii ultrasonic bronchofibervideoscope incorrectly. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the reprocessing in-service confirmed the customer was not brushing the balloon channel and no prewashing was done during reprocessing, a definitive root cause of the reprocessing issues could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.